Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the metal portion inside the blade, that connects to the handpiece broke off. The plastic and metal broke off while being used in the procedure. There was no patient impact reported.